Event description:
It was reported to boston scientific corp that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure in 2008. According to the complainant, while attempting deployment at the bleed site, the physician noticed that the clip was missing from the device. Procedure completed with another resolution clip device. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of, and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.